Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery depletion alert. Disk analysis was submitted for review which confirmed the battery was depleting normally. The error was due to an extended magnet exposure. This s-ICD has been generating warning tones since then. It was noted the tones should cease now due to the programmer interrogation. It was noted that this patient had received an inappropriate shock in the past in alternate vector. Automatic setup was ran again and the primary vector was selected. A new screening was also performed in which secondary and primary vector passed and alternate failed. Technical services (ts) discussed continuing to monitor. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.